Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with with a dialysis catheter. The customer states that patient in ICU had a dialysis catheter placed in right groin (femoral). The tip of guidewire was not intact and left in the catheter. Product malfunction issue background: a resident, rn proctor, and rn in training (new employee and experienced) was present at bedside for procedure. The first catheter was placed but could not advance, so was removed. Guidewire observed to be "unraveled", rather than smooth. Second catheter was placed and into correct position. The guidewire was not easy to pull out. Visual inspection identified that the very tip was missing. Two identifiers confirmed both retrieved guidewires. An x-ray was ordered and completed. That missing piece was within the catheter, not free floating within the patient. Physician disclosed event to family and recommended the catheter be removed. No patient harm.

Manufacturer narrative:
The product sample was not returned and no photos were received. The DHR review indicated that there was no quality issues associated with this defect mode. The DHR was reviewed and no deviations related to this failure mode were found. There are no ncrs related to the reported issue. This defect has not been confirmed. The product sample was not returned to the manufacturing site for review. With the available information, the most probable root cause could be related to the insertion / placement method the customer is employing to insert the device into the patient. However without the sample, this cannot be confirmed. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, incoming performs guidewire acceptance sampling inspection and qa performs in-process inspection, which would avoid the reported issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.